Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use cardiosave intra-aortic balloon pump (iabp), an automatic refill error occurred and the device could not be used. No harm or injury to the patient was reported.